Event description:
It was reported the pt arrived to the hosp at 1am with an acute mi. The pt was placed on retaplase at 2am. The initial arterial puncture was at 6:45am; a 6f angio-seal was used to close the arteriotomy site post stent placement of the lad artery. Medications given included integrilin, heparin, and plavix. The pt became hemodynamically unstable around 10:30am; a CT scan revealed a large amount of blood in the abdomen. The pt was brought back to the cath lab at about 12:15pm. An angiogram of the right femoral artery with access via the left femoral artery revealed the source of the bleeding at the site where the angio-seal was deployed. A contrast injection revealed contrast extravasating out around the collagen. The pt rec'd 2 units of prbc's, IV fluids, atropine, cacl, and neosynephrine. A balloon was placed to occlude the site of the bleeding for 25 minutes. The blood rpessure stabilized and the balloon was deflated. The sheath was left in place. The pt was reportedly doing well and recovering.